Manufacturer narrative:
Lot #: potential lot numbers reported r21g09043 and r22c15123. Device manufacturer (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site port. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: expiration date for lot r22c15123: 03/16/2027. H4: device manufacture date for lot r22c15123: 03/16/2022. D4: expiration date for lot r21g09043: 7/9/2027 . H4: device manufacture date for lot r21g09043: 07/10/2021 . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.